Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 0.061 mg/day) and bupivacaine (15 mg/ml at 0.091 mg/day) from an implanted pump. The indication for use was spinal pain. On (B)(6) 2016 it was reported that the pump is not stable in the pocket. It has flipped many times. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.